Event description:
On (B)(6) 2025, a representative of the eye care professional¿s (ecp) office reported a patient (pt) has ¿corneal opacity nos ou, od, os unchanged¿ noted during the patient¿s (pt¿s) 16jan2025 annual exam but could not state when the opacity was diagnosed. No additional information was provided. On (B)(6) 2025, the treating ecp provided additional information. The ¿pt has had many things wrong in the past, the pt overwears contacts and had a left eye (os) retinal detachment in the past.¿ the ecp reported the pt's corneal surface is now irregular after the retinal detachment surgery, ¿so pt will have issues.¿ the ecp stated the pt has an old right eye (od) scar and an os opacity/scar that are not in the visual axis and do not affect the visual acuity and the pt had previous eye infections. Specific dates were not provided. The pt wears an unknown acuvue brand contact lens (cl). The ecp does not believe the pt¿s issues are due to cl wear. On (B)(6) 2025, the treating ecp provided additional information. The pt had ¿few peripheral stromal scars¿ in both eyes (ou) noted in (B)(6) 2022. The opacities did not cause permanent visual impairment or acuity issues. The pt was prescribed ciprofloxacin four times a day (qid) for keratitis ou in (B)(6) 2022 and (B)(6) 2023. The ecp provided that, due to the pt¿s history of retinal detachment repair, the pt ¿has a problem where eyelashes get caught in the conjunctiva¿ and is prone to getting ¿little infections¿. The date of the pt¿s event is being reported as (B)(6) 2022 as the exact event date is unknown. It is unknown what acuvue brand cl was worn at the time of the event. This report is for the pt¿s os event. A separate report will be submitted for the pt¿s od event. The suspect os lot number is unknown. Availability of the os suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.